Manufacturer narrative:
Device was not returned.

Event description:
According to the complaint submitted by the doctor, "patient started having pain the day after implant was placed. Pain got worst after a few days and ended up in emergency room. Physician noted slight swelling by the angle of the jaw and switched her antibiotics and pain meds in case there was infection. Pt still continued with pain and was referred to oral surgeon where cbct was taken and os confirmed no buccal perforation or nerve impingement and placed on IV antibiotics. Pain never went away and os recommended removing implant but found no problems with placement of implant or surrounding tissues. Pt presented to practice for removal of implant and after implant was removed pt felt much better and recovered just a few days after". "Pt was placed on IV antibiotics and was in emergency room twice but that did not alleviate the problem." "No permanent injury. Pt felt immediate relief when implant was removed after a day. Implant came out very easy with minimal torque". Product not returned- the customer did not return the product for inspection/investigation.